Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined. A sample evaluation was performed. Functionally, the set was hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. During visual inspection, it was noted that the silicone bushing and tubing was assembled to the patient connector according to the specification.

Event description:
A nurse contacted (B)(4) regarding a connection issue with a minicap transfer set. The patient connector separated from the silicone tubing during patient use. There was patient involvement, but no patient injury or medical intervention was indicated with this report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.